Event description:
Customer reported a high blood glucose reading of 443 mg/dl. She stated that the blood glucose went so high because she had run out of insulin in the middle of the night. She stated that she was alerted by the insulin pump that the reservoir was low but she did not change it. Customer declined to troubleshoot for the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.